Manufacturer narrative:
Date of event: unknown. Device brand name: bd vacutainer® ctad (buffered sodium citrate theophylline adenosine dipyridamole) blood collection tubes. Investigation summary: customer return sample / photo and/or retain evaluation summary: (B)(4) samples were received from the customer in support of this complaint, and a photograph of several damaged tubes was provided. Visual examination of the (B)(4) retained samples from the implicated lot number did not identify any further instances of damaged tubes. Inspection of the returned samples revealed 2 with their cap/stopper assemblies completely broken off, and 2 with cracks beneath their shields. DHR/bhr review: a review of the DHR did not identify any issues associated with the reported defect. Investigation conclusion: evaluation of the returned samples and photo provided confirmed the reported defect. Confirmed. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the attached photograph and returned samples. Root cause description: although the complaint is confirmed no definitive root cause could be established for the reported defect, it is not possible to establish when or where the damage occurred. It would appear that this shelf-pack has been damaged somewhere in transit; the cardboard box surrounding the eps tray of tubes is badly bent and crushed on all corners. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that bd vacutainer® ctad (buffered sodium citrate theophylline adenosine dipyridamole) blood collection tubes broke and that ¿blood had flowed on his hand¿. It was also reported that ¿serological tests and medical management¿ were addressed after the incident.